Manufacturer narrative:
This event occurred in (B)(6). All ft3 results from all types of analyzers were within the normal reference range for the respective assays. Calibration and qc at the investigation site were acceptable. From the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh) on a cobas e801 module compared to the accuraseed method. The date of event at the customer site is unknown. The date of event is an approximation. The sample was submitted for investigation where discrepant results were identified for tsh, elecsys ft4 iii (ft4 iii) and elecsys ft3 iii (ft3 iii) between the customer's e801 module, an e801 module used at the investigation site, the accuraseed method and the architect method. This medwatch will cover ft3 iii refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. The customer's e801 module serial number was (B)(4). The e801 module used at the investigation site was 14d9-06. The ft3 iii reagent lot number used at the investigation site was 404623 with an expiration date of jul-2020.